Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during long lasting interrogation session, connection was lost between cardiac resynchronization therapy defibrillator (crt-d) and programmer. Programming head was not moved and connection was could be reestabilished. After some time, connection was lost again for no obvious reason and could not be reestablished. The session was continued with another programmer. When continuing session with second programmer, all changed parameters from first session were transmitted to crt-d device but "the new parameter" screen showed "no changed parameters during session. The crt-d device remains in use. No patient complications have been reported as a result of this event.